Manufacturer narrative:
The investigation is in progress. A sample has been received, but has not yet been evaluated. A root cause has not been identified. (B)(4).

Event description:
A customer reported that there was an irrigation failure that caused hypotony during a vitrectomy procedure. The customer noted that the clamp was open. The cassette was exchanged and the procedure was completed with no harm to the patient.